Manufacturer narrative:
The instrument was hipot tested with handle and outer tube and it passed. The insulation at the base of the jaws shows a small area that has melted/become charred and material is deformed at the base of the hinge pin. The shaft is slightly bent. This instrument was obsoleted in 2014 and replaced by another insert.

Event description:
Allegedly, during a gyne procedure, the doctor activated the instrument and noted a red spark at the distal end of the insulated insert. The doctor immediately removed the instrument and replaced it. There was no injury to the patient and the procedure was completed.